Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer via social media that they received emergency medical assistance due to low blood glucose with unknown blood glucose levels at the time of the incident. The customer stated that they almost died. The customer was given multiple glucagon injections to treat. It is unclear if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer could not be reached. The customer thought the issue may have been due to a faulty infusion set. No further details were available. The insulin pump will not be returned for analysis.